Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi (>600 mg/dl), 424 mg/dl, 217 mg/dl on (nano, system 1) and 247 mg/dl (nano, system 2). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).